Event description:
New information received states that the right ventricular (rv) lead was explanted. The patient was stable throughout.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. No programming changes made were reported. The patient status was unknown.